Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). High capture thresholds were observed as well. Additionally, the right atrial automatic threshold (raat) test was found to be unsuccessful due to rates being too high. Boston scientific technical services (ts) discussed the patient experienced multiple premature atrial contractions (pacs). Further testing was recommended by ts. No adverse patient effects were reported. At this time, this device system remains in service.